Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to pocket erosion. The associated leads were also removed however both were non boston scientific products. No return of any product is expected.